Event description:
It was reported by the customer that the pyxis medstation es system problem was reported concerning their es device. They were required to manually override the station in order to retrieve the medication for the station. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that patient is not showing up on an es station. A technical support specialist tried to call and reach out to customer via email but no response from customer. The system functioned as intended after troubleshooting.